Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, at approximately 4:00 a.m., the patient¿s parent observed that the patient¿s cgm had been displaying an error state since around 11:00 p.m. The previous evening. Shortly afterward, the patient awoke and began vomiting. A blood glucose check using the patient¿s bg meter showed a result of ¿high¿ (above the meter¿s measurable range). The patient was treated with insulin via his tandem insulin pump. After approximately two hours, a repeat bg meter test was performed and again read ¿high.¿ the patient¿s cgm sensor was replaced, and he was transported to the emergency department for further evaluation. At the ER, around 6:00 a.m., a bg meter reading was obtained, showing 487 mg/dl. Blood work was performed and reported to be within normal limits. The patient received IV fluids as part of his treatment and was discharged at approximately 9:00 a.m. On (B)(6) 2026. At the time of discharge, the patient¿s newly applied sensor displayed a glucose reading of 87 mg/dl; however, no bg meter value was taken. The patient was reported to be ¿fine¿ at the time of follow-up. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.